Manufacturer narrative:
Date of event and therapy dates are estimated, it is unknown which lead had high impedance and was explanted. Hence, both leads are being reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2020-32953. It was reported that the patient experienced ineffective therapy due to high impedance on one of the leads. Reprogramming was unable to address the issue the completely. As such, surgical intervention took place where in the lead with high impedances was explanted and replaced with a new lead to address the issue. During the procedure it was noted that the lead was fractured. Reportedly, therapy was restored post operatively.